Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the intake tubing of the glass cutting head fell off from the root of the probe (one with the gray white interface) during vitrectomy surgery. The procedure was completed by replacing with another product. There was no impact to the patient.

Manufacturer narrative:
Corrected information provided in b.2. Upon assessment post sample receipt, it was determined that the reported incident does not qualify as a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further report will be scheduled under mfg report num 1644019-2025-01496. The manufacturer internal reference number is: (B)(4).